Event description:
False (B)(6) advia centaur xp total hcg patient results were obtained for two patient samples. The results were questioned. The patient samples were run on an alternate method and the results were negative. Repeat testing was performed on the advia centaur xp and the results were negative. Corrected reports were issued.both patients were in the ER. The surgery was postponed for one patient due to the positive result.there was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
The cause for the discordant total hcg results is unknown.the instrument is performing within specification.no further evaluation of the device is required.